Event description:
It was reported that during the pta stenting treatment procedure, the xxl balloon became torn. After the physician deployed a 20 mm x 80 mm wallstent in the superior vena cava, he introduced the xxl balloon into it for post-dilatation. Before inflating the balloon, however, he noted a back flow of blood from the catheter. He determined that the balloon had been damaged by a stent strut. He removed the xxl balloon and used a wanda balloon to perform the preliminary stent post-dilatation, then another xxl balloon for the final post-dilatation. The procedure was successfully completed. No patient injuries or complications were reported.